Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with tiredness and shortness of breath. Noise and inhibition of pacing were observed on real-time egm. Programming changes were made, however oversensing was still present. Lead replacement was scheduled. During the lead extraction procedure, the inferior vena cava was torn and the patient expired.